Event description:
Procedure: thoracic. According to the reporter: staple line reinforcement was used. On the first firing, the instrument made a cracking noise. A new stapler was used on next firing but the same thing occurred. On the third firing, the instrument stopped firing at half way making a cracking noise. The black return knobs were retracted and the instrument was removed from the cavity. The incomplete staple line was re-fired with another sulu, and add'l tissue was resected. Pt status reported as ok.